Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not charging with the tandem supplied ac power adapter and usb cable. Customer changed the adapter/usb cable and battery was successfully charged. Customer's blood glucose was 216 mg/dl.